Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. Additional testing found corrosion on the middle printed circuit board caused by leakage from the disposable batteries. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that leakage from the disposable batteries was noted in the battery compartment of the device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.